Manufacturer narrative:
(B)(4). Batch # p91793. Additional information was requested and the following was obtained: when the clip applier would misfire every 3rd or 4th firing, and clips were at the "wrong angle", did the clips sideways feed into the jaws? Do you have the device six digit batch and/or packaging lot number? Response received: patient was done on (B)(6) 2017 lot or batch number parf68 I have no other information. The lot/batch number received parf68 is an invalid lot number. The analysis results found that the er420 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 7 clips as intended. However, the anti-backup and the lockout mechanism were found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. In addition, the antibackup lever was noted to be worn out. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. (B)(4).

Event description:
It was reported that during an unknown procedure, the device malfunctioned. A like device of the same product code was used to complete the procedure. No additional information is available. There were no patient consequences reported.